Event description:
The initial anchors along with a feeding tube (cook's cary alzate dual lumen) were placed on (B)(6) 2009. The patient came in due to the feeding tube being blocked. X-rays were done on (B)(6) 2010, and the suture anchors were noted to be stuck in the stomach. Patient is experiencing pain. However, the gi physician indicated the pain may be the result of scar tissue at the feeding tube. There is also a knot in the same location. The feeding tube was unclogged, and the patient was sent home.

Manufacturer narrative:
Expiration date unknown as lot is unknown. No information was provided relative to condition of patient, other than the patient was sent home. Pain is not specifically addressed per the provided IFU. Blocked is not specifically addressed per the provided IFU. No product was returned to assist in the investigation. This device is supplied with an instructions for use (IFU), in which it is stated: note: the suture may be left in place for two weeks while tract formation occurs, or it may be cut after gastrostomy placement. This releases the anchor into the stomach, allowing its passage via the gastrointestinal system. The device was left in place for approximately 9 months, rather than the two weeks recommended in IFU. This could lead to the anchor not releasing into the stomach, allowing its passage via the gastrointestinal system. We will continue to monitor for similar events and have notified the appropriate personnel.